Event description:
It was reported that the right ventricular (rv) was observed with low impedance and high capture thresholds. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 4092-52 lead; 4068-45 lead, implanted (B)(6) 2002; 419478 lead, implanted (B)(6) 2006. (B)(4).